Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. It is unk which diagnostic test showed high lead impedance. During the pt's generator replacement surgery for end of service, it was indicated that after the new generator was connected to the existing leads and diagnostic tests were performed and results revealed proper device function. X-rays were not taken prior to surgery. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.